Manufacturer narrative:
Per the user guide: do not store filled cartridges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent high blood glucose (bg) levels. Reportedly, the customer had prefilled the cartridges and thought that this may have been the cause of the high bg. The customer declined to provide further information.